Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Olympus believes the needle came loose due to the following mechanisms: 1) the angle of the endoscope was too tight, which increased the sliding resistance of the needle, making it harder to operate. 2) when the needle slider was pulled too hard in an attempt to retract the needle, a load was applied to the needle fixing part of the suction port beyond its tolerance, causing the needle to come loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use aspiration needle exhibited the needle could not be retracted. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being submitted to provide a correction to the previously submitted report. Corrected fields: d4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.